Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from the event. The cause of the event, patient hospitalization and action taken with pd therapy were not reported. No additional information was provided as the reporter declined follow-up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.